Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivicaine (8 mg/ml at unknown concentration) and morphine (10 mg/ml at 6.636 mg/day) via an implantable infusion pump. It was reported that the wrong concentration of drug was entered. The pump was filled with a different concentration (bupivicaine 15 mg/ml and morphine 40 mg/ml at 6.636 mg/day) but the hcp did not notice until after the patient left. The patient was called back to the hcp office to have their pump programming adjusted; no concentration or bridge bolus was programmed. It was reported that the patient was doing fine and no symptoms were reported. The patient was given oral medication to supplement. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the serial number of the physician therapy manager serial number and the software card version used were both unknown. The pump was reported to be implanted on (B)(6) 2012. The patient's weight was reported. No further information was reported as a result of this event.